Event description:
It was reported that patient presented in clinic. The patient's implantable cardioverter defibrillator (ICD) exhibited noise oversensing that caused inappropriate automatic mode switch. No intervention was performed. Patient was stable.